Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 142-32-03 - cocr fem head 32mm +3.5 offset 12/14; (B)(6) 164-13-10 - novation element ro s/o col sz 10; (B)(6) 186-01-50 - integrip cc, cluster 50mm, g1; (B)(6) 101-05-20 - 3.2mm drill bit 20mm 1pk; (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 9 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. *the following sections have corrected information: (h6) health effect - clinical code.